Event description:
Pt admitted complaining of pain in left knee. Has had multiple surgeries on left knee. In 1983 had a total knee replacement and in 1988 had a revision arthroplasty. Recently heard a pop in his knee and had some swelling. 6/24/96 arthroscopy showed evidence of abnormal polythylene wear of the patella with polythelene synovitis.